Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 31mm 7300tfx valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of 4 years, 1 month due to severe regurgitation and increased gradient. The ttvr was performed with a 29mm 9600tfx transcatheter valve.